Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. D6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patients device was non-functional. The patient underwent an explant procedure.